Manufacturer narrative:
Other relevant device(s) are: product ID: f r995-25, serial/lot #: (B)(4), ubd: 06-nov-2022, (B)(4). Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that six years and four months post implant of this 29mm aortic bioprosthetic valve, it was explanted and replaced with a 25mm valve of the same model. The reason for intervention is unknown. Thirteen days after the replacement procedure, a permanent pacemaker was implanted due to complete heart block (chb). No additional adverse patient effects were reported.